Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The device had moisture damage on electronics; however, there was no blank display noted. The device was also received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 117 mg/dl. The customer's father stated that the customer had gone into the swimming pool with the device still on. Advised discontinuation and replacement of the insulin pump. He also noted that he tried to dry the insulin pump out with a blow dryer, but the act button did not work. Nothing further reported.